Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation components not revised: cotyle "anca" avec trous a/revet. Hap 46, ppr67246; lot: not indicate. Insert ceram "anca fit?" 28/37 46-48/28, al2.o3 biolox forte, ppr67508, lot: t04126648.

Manufacturer narrative:
See attached - attachment: [investigation.pdf].